Event description:
Additional information received from the consumer reported that the stimulator needed to be reprogrammed. The patient stated that one of the ¿small squares on the electrode¿ stopped working and the manufacturer representative used the others to focus the stimulation. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient (pt) with an implantable neurostimulator. The reason for call was the last two days the pts back was killing them so they realized the stimulator was not functioning properly. Every morning they recharge the implanted neurostimulators and usually it was pretty low or completely drained. Yesterday morning when they went to charge the implanted neurostimulator it was still at 80% battery which was unusual. They thought they forgot to turn the stimulation back on after they recharged it. This morning they made sure the stimulation was on and it showed the implanted device was at 90% battery. The only thing that may or may not have caused a problem was last wednesday the 5th the patient had an [unrelated] ablation done. During call caller verified that the stimulation was turned on and the intensity was at 4.9. Agent reviewed they could increase intensity. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.